Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from proximal end of stent lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous mid left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the stent struts were lifted. The procedure was not completed due to this event and no patient complications nor injuries reported. The patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous mid left anterior descending artery. A 3.50x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the stent struts were lifted. The procedure was not completed due to this event and no patient complications nor injuries reported. The patient was stable.